Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain when walking and fell; the knee wasn't stable. The patient fell on their knee about 2 months ago.